Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. The device has been returned however, no medical records or no medical images have been made available to the manufacturer. As the lot number for the device has not been provided, a review of the device history records could not be performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon removal of a vena cava filter at the time of the scheduled filter retrieval, it appeared that tissue from the vena cava was attached to the filter. There was no reported intervention or patient injury.

Manufacturer narrative:
A manufacturing review could not be conducted as the lot number was not provided visual/microscopic inspection: tissue and clot material was found on the filter. All 6 arms and 6 legs were attached and intact. No other visual anomalies were identified on the returned device. Functional/performance evaluation: no functional/performance evaluation performed. Medical records review: no medical records have been made available to the manufacturer. Image/photo review: based on the images received, the denali filter can be confirmed for a successful retrieval. It cannot be confirmed for inferior vena cava tissue being removed with the denali filter retrieval. Removal difficulties cannot be confirmed. Conclusion: the filter was returned. Images were provided for review. Based on the image review and the sample evaluation, the complaint investigation is inconclusive for removal difficulties. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if patient and/or procedural factors contributed to this event. Labeling review: the denali filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.